Manufacturer narrative:
After the initial report, the following information was obtained from the site: after successful deployment of a 23 mm sapien valve via a transapical approach, severe central aortic insufficiency (cai) was noted. Per the implanting physician, the cause of the cai was a long native valve leaflet overhanging the sapien leaflets. A second sapien valve was subsequently implanted more aortic, reducing the cai to mild-moderate. The patient remained hemodynamically stable throughout the procedure and an aortagram confirmed patent coronary arteries. Two days post transcatheter aortic valve replacement (tavr) the patient expired due to cardiac arrest during dialysis. The patient's demise was described by the physician as having not been related to the sapien valve. Per the discharge summary, prior to the tavr procedure "the patient underwent dialysis and then became unresponsive with pea arrest requiring approximately 2 minutes of CPR after having a bowel movement". The patient recovered and was cleared for a transapical tavr on hospital day number 9. The patient was noted to have been doing well following the tavr procedure, and 2 days post tavr the patient underwent dialysis. Per the discharge summary, immediately following dialysis and "upon returning to bed, the patient was noted to be in pea arrest. CPR was initiated. The patient was intubated with multiple rounds of code medications, including epinephrine, atropine, lidocaine, magnesium, calcium, bicarbonate, and cardioversion. After approximately 15 minutes of resuscitation, the patient's rhythm returned. An intra aortic balloon pump was then placed, and a tee performed revealing global hypokinesis. The prosthetic sapien valve was noted to be in good location and did not appear to migrate. The patient again went into pea arrest requiring CPR and acls medications, and the patient was again brought back after approximately 15 minutes of resuscitation. The patient's status was extremely tenuous, now on high dose inotropic, as well as vasoactive support. After discussion with the family, the decision was made to withdraw care". The device is not available for analysis as it is unknown if it was explanted after the patient's death; however, per the implanting physician the device did not malfunction. Per the instructions for use and the patient screening manual, valve regurgitation and native valve leaflet overhang with the potential to impair sapien leaflet function are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify the sapien valve being deployed too ventricular and abnormally long native valve leaflets as factors that can contribute to regurgitation and native leaflet overhang. In this case, per the implanting physician, the cai was caused by long native valve leaflets overhanging the sapien valve. The cai was reduced to mild-moderate by the implantation of a second sapien valve more aortic. The patient's demise was described by the physician as having not been related to the sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
An implant patient registry card was returned to edwards indicating that two sapien valves were implanted in the aortic position on the same day. No additional information is available at this time.